Event description:
It was reported that during a right lap hemicolectomy procedure, the stapler got stuck on the tissue. They attempted to use the manual release and it did not work. The procedure was converted to open surgery to get the device off the tissue. The procedure was completed without any adverse patient consequence.